Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call off no power anomaly on the insulin pump. Customer's blood glucose level was 241 mg/dl. Troubleshooting for off no power was performed. Customer changed out their infusion set and placed a new battery inside the device. Customer was advised to monitor the insulin pump and call back if issues persist. Customer was advised a replacement battery cap would be sent out.